Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs of the reported event, however; after reasonable attempts (4x) phone calls (2x) emails, none were provided. An examination of the subject device by a lumenis trained technical expert concluded after verifying all system functions including calibration, the subject device operated well within manufacture specifications. Additionally, the technical expert noted a small burn spot was found on the inside of the et handpiece sapphire glass. The engineer reported that the et handpiece was replaced. No treatment settings or patient photographs were provided by the user facility, therefore; a clinical review of the treatment settings cannot be performed. Based on the information provided by the user facility a probable root cause cannot be determined. Should additional information become available, the complaint record and MDR will be updated accordingly. A review of device labeling found the following statement: intra-operative instructions for the et handpiece - "when using the et handpiece coupling gel should be applied to facilitate the handpiece movement and improve contact cooling."

Event description:
A user facility reported that following hair removal treatment with a lumenis lightsheer duet laser, et handpiece, one (1) patient sustained blisters on the upper lip and chin area. It was further reported that the laser aesthetician did not use coupling gel during the treatment with the et handpiece.